Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for unknown procedure. During the procedure, it was mentioned that when the sheath was inserted into the patient, more air was drawn than usual. Additionally, reverse blood flow was noted. Thus, the sheath was replaced with the same model sheath and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned for analysis as it was discarded. It was further reported that the air was seen in the sheath when drawing backflow. No air was noted in the patient. The guidewire was slightly protruding from the tip of the catheter when farawave was inserted into the sheath.